Event description:
Procedure type: sigmoidectomy. According to the reporter: the tilt top anvil did not tilt when removing from the anastomosis. This caused a tear to the anastomosis and it had to be hand sewn to correct the problem. No blood loss was reported, however surgery was delayed one hour. Pt is reported to be in well current condition.